Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision with a ¿liner and head exchange with washout due to infection¿ was performed approximately 1-month post implantation. It was communicated that the requested clinical documentation is not available for inclusion in the medical investigation due to lack of consent. The clinical root cause was reportedly infection; however, the root cause of the infection remains unknown. The patient impact beyond the reported infection and subsequent early revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available in the future, this case may be re-opened/re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after total hip arthroplasty had been performed on (B)(6) 2021, the patient experienced an infection. This adverse event was solved by a revision surgery on (B)(6) 2021, where the 20 degree xlpe acetabular liner 36mm inner diameter x outer diameter 52mm ((B)(4)) and the cobalt chrome 12/14 taper femoral head 36mm +4 ((B)(4)) were replaced. Current health status of patient is unknown.